Event description:
College student who used complete moistureplus multi-purpose solution made by advanced medical optics -amo- developed terrible eye infection in 2006,resulting in impaired vision, severe pain and treatment in hospital emergency room,followed by several week course of antibiotics under supervision opthomologist. Dates of use: 2002 - 2007. Diagnosis: soft contact lens storage/wetting.